Event description:
Lead was implanted on (B)(6) 2025. Patient experienced very high stimulation thresholds, bradycardia episodes, multiple reinterventions and long-term cardiac dysfunction. Lead was explanted on (B)(6) 2025.